Manufacturer narrative:
Investigation summary: it was reported the drug in the syringe has leaked through the plunger. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with a red color substance that passes the rubber stopper. No other defects or imperfections were observed. This defect could occur depending on how the product is used. For example, if there is any storage of chemo drugs in the syringe, or any freezing of the syringes this defect could be possible. A device history record review was completed for provided material number 302832, lot number 1026865. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A complaints trend analysis was completed for the last three years for sku 302832. Worldwide there have been thirteen complaints for this symptom. Seven of them are from one customer in (B)(6). The other eight complaints are from different regions, countries and customers. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd luer-lok¿ tip syringe leaked. The following information was provided by the initial reporter: "it was reported that drug has leaked through the plunger."